Manufacturer narrative:
The tech found the head drive brake assembly was dirty. The tech cleaned the head drive brake assembly to repair the bed.

Event description:
Info rec'd indicates the head section is drifting.